Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of an amia cassette. This occurred during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. The caregiver (cg) stated that there was a little fibrin in the line. Renal therapy services (rts) advised the cg to end therapy and inform the peritoneal dialysis registered nurse regarding the issue. Proper procedures per the user manual were reviewed with the cg. There was no patient injury or medical intervention associated with this event. No additional information is available.